Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat iliac artery aneurysm. After the vsx device reached the target lesion with protection of a sheath (cook 12f 45cm), the vsx device was deployed before the sheath was completely withdrawn, leading to two-thirds of endoprosthesis was expanded inside the sheath and one-third of endoprosthesis was expanded outside the sheath. Finally, vsx device and sheath were removed together from patient. Another new vsx device was used to complete the procedure successfully. There were no adverse consequences to the patient. Physician regarded the cause of the event was due to incorrect handling and cooperation with the assistant.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D9: update date device returned to manufacturer. H6: update codes c19, d1102: a review of the manufacturing records indicated the device met pre-release manufacturing specifications. Engineering evaluation: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Engineering evaluation of the device could not confirm the reported failure mode unintended deployment within sheath. Confirmation of this failure mode is not possible because the endoprosthesis was returned without the sheath or delivery catheter. The bare, expanded endoprosthesis is evidence of full deployment. Evaluation of the returned device indicates delamination of stent graft film from stent graft struts. This observation is possibly a result from device use and would not have contributed to the reported failure mode. The root cause of the reported failure mode cannot be determined by the engineering evaluation. The root cause of the delamination cannot be determined with the available information. Based on the information provided, the root cause is determined to be unintentional use error. It was reported that " the vsx device was deployed before the sheath was completely withdrawn" and that the "physician regarded the cause of the event was due to incorrect handling and cooperation with the assistant."